Manufacturer narrative:
The insulin pump was received with moisture damage at the electronics assembly. The device was received with moisture damage at the motor assembly. The insulin pump was received with cracked display window corner, cracked reservoir tube, cracked battery tube threads and missing end cap sticker. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call low blood glucose and moisture damage on the insulin pump. Customer's blood glucose level was 49 mg/dl. Troubleshooting for moisture damage was performed. Customer advised the insulin pump was submerged into water. Customer advised there was fluid under the lcd display and cracks on the insulin pump. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.